Event description:
During a laparoscopic assisted subtotal hysterectomy, the probe tip of the subject device was fallen off inside patient. The broken piece was retrieved by the surgeon. The uterus manipulator didn't use. The procedure was completed with a similar device. There was no patient harm reported without this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of evaluation, it is highly likely that the user activated the ultrasonic output while the subject device was grasping a hard tissue or a metal instrument, and the probe cracked. After that, since surgeon continued to use the device, the probe tip was broken. See scanned page. This report is being submitted as a medical device report in an abundance of caution.